Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash underneath the back therapy electrodes. Patient reported that the area was red and itchy, was possibly due to the heat. There was no alleged device malfunction contributing to the irritation. Patient prescribed a nystatin powder by a physician. Follow up indicated that the patient was using the powder and irritation is clearing up.